Event description:
Boston scientific crm received information that shortly after the implant procedure; this right ventricular lead became dislodged due to the rearrangement of the patient into his bed and through an unfavorable movement of the arm. A revision procedure was performed; the lead was removed and replaced with a longer lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.